Event description:
Related manufacturer report numbers: 1627487-2024-07448, 3006705815-2024-01882, 1627487-2024-07449, 1627487-2024-07450. It was reported that patient was admitted to the hospital due to an infection of the entire scs system. There was an open, draining lumbar wound at ipg site. It was noted there acute and chronic granulation tissue with pus around the left lumbar ipg within the pocket that extended along both leads. Surgical intervention was undertaken wherein the entire system was explanted without complications and the incisions/wounds were drained and irrigated with copious amounts of antibiotic solution.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
A patient was admitted to the hospital due to an infection of the entire scs system was reported to abbott. There was an open, draining lumbar wound at ipg site. It was noted there acute and chronic granulation tissue with pus around the left lumbar ipg within the pocket that extended along both leads. Surgical intervention was undertaken wherein the entire system was explanted without complications and the incisions/wounds were drained and irrigated with copious amounts of antibiotic solution. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.